Event description:
A pt had experienced a shocking sensation, while driving with her device system turned on. The pt noted that her leg had felt like it was not working for a while. The pt's outcome was not reported. Additional info is being requested, and will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4).